Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and there was a subsequent drop in atrial intrinsic amplitudes as well. Lead fracture was suspected. All atrial tachy response (atr) events were inappropriate, indicative of oversensing noise or the respiratory rate trend (rrt) feature. It was noted that the patient did not pace in the right ventricle (rv), and technical services (ts) discussed considering vvi 40 pacing. Ts also discussed performing isometrics/pocket manipulation and chest x-rays (posteroanterior and lateral) for lead evaluation. This ICD and this ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and there was a subsequent drop in atrial intrinsic amplitudes as well. Lead fracture was suspected. All atrial tachy response (atr) events were inappropriate, indicative of oversensing noise or the respiratory rate trend (rrt) feature. It was noted that the patient did not pace in the right ventricle (rv), and technical services (ts) discussed considering vvi 40 pacing. Ts also discussed performing isometrics/pocket manipulation and chest x-rays (posteroanterior and lateral) for lead evaluation. This ICD and this ra lead remain in service at this time. No adverse patient effects were reported.